Manufacturer narrative:
This report is based on information provided by philips (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the monitor won't show up. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that the device has damaged case, and the rs232 port, however this defibrillator is end-of-life and the fse retired the device. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and results of additional analysis, no further action is necessary at this time. Device experienced issues with the screen/lcd display functionality, including but not limited to, screen not turning on, white screen, black screen, discoloration, missing pixels, flickering/intermittent visualization, and any other undefined visualization issues associated with the screen/lcd display. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed that the device is no longer serviced due to end-of-life. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device's monitor isn't working. There was no patient involvement.